Event description:
User experienced discrepant urine leukocyte result for one pt sample. Initial chemstrip result was negative, microscopic result was 13-29 wbc/hpf. No info was provided to determine if erroneous result was reported or if pt was adversely affected. If additional info is received, appropriate notification will be provided.